Manufacturer narrative:
In the case description, the user mentioned several uncommanded boluses being delivered. The user mentions events since 30sep2024 to the date of occurrence of 04oct2024. Inspection of the android log files downloaded from the returned device showed evidence of interaction with the controller in order to program all of the reported boluses. No evidence of an uncommanded bolus was observed in the log files. Physical testing of the controller found no issues that would result in an uncommanded bolus. Touch screen testing found no evidence of increased sensitivity or phantom touches that would contribute to an uncommanded bolus. All boluses programmed during testing required interaction with the controller. No evidence of an uncommanded bolus or issues that would contribute to an uncommanded bolus were observed during the investigation. The customer was sent a replacement device.

Manufacturer narrative:
The device has been returned/received to date, with investigation pending. Once investigation has been completed, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's pdm (personal diabetes manager) delivered multiple unprogrammed boluses on 30 sept 24, 1 oct 24 and 4 oct 24. It was reported that the patient initially noticed the reported unprogrammed boluses on 30 sept 24 due to hypoglycemia. Only one specific bg (blood glucose) level was provided, which was 118 mg/dl. On 2 oct 24, the patient was in the nurse's office at school when they noticed boluses that had not been programmed in the pdm history. On 4 oct 24, the patient was visiting their physician, and their physician noticed the unprogrammed boluses in the pdm history. The mother reported unprogrammed boluses occurred while the patient was at school and while she was at home. The amount delivered was reported to be higher than an amount the patient would typically bolus. At school the pdm is in a pouch around the patient's waist, and at home the mother reported the patient is supervised while delivering insulin. Mother reports one occurrence of an unprogrammed bolus that was delivered was while she and the patient were lying in bed and the pdm was on the side of the bed.